Event description:
It was reported that the 6800 system would not boot. There was no report of pt injury.

Manufacturer narrative:
A ge service representative performed an on site investigation. The malfunction was verified. Replaced the single board computer (sbc) and the backplane. The system was tested and found to be working as intended and placed back into service.